Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred (B)(6) 2016. Dexcom representative advised patient to forget other devices in the bluetooth menu, turn off and then turn on the bluetooth. The issue was not resolved as the connection did not re-establish. Patient was next instructed to delete and re-install the application, and reset their account password. After walking through the g5 application set up, application was able to pair with transmitter again. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.